Manufacturer narrative:
H11: corrected data: upon further review of the reported event, there is no coolsculpting control unit leak.

Event description:
A customer reported that her coolsculpting unit is leaking on (B)(6) 2021.

Manufacturer narrative:
Complaint device has not yet been received for evaluation. A supplemental report will be submitted if and when the device or any additional information is received.

Event description:
Allergan aesthetics received a report that a coolsculpting unit was leaking. Coolant leaked to the front drawer and to the right side of the control unit. There was no patient treatment being performed when the leak was observed.

Event description:
Allergan aesthetics received a report that a coolsculpting unit was leaking. Coolant leaked to the front drawer and to the right side of the control unit. There was no patient treatment being performed when the leak was observed.

Manufacturer narrative:
Corrected data: b5, d1, h6, and h11. Device was returned for evaluation. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.